Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The pump was received with cosmetic damage including; cracked case at the display window cornesr, minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error wile she was delivering a bolus. Customer does not recall any significant events leading to the error. Customer's blood glucose was 350 mg/dl at the time of incident and troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.